Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported ¿months¿ following an intraocular lens (iol) implant procedure, there is no improvement noted by the patient. The doctor advised the patient to wait six months for ¿her brain to get used to the lens¿. Her distance vision and astigmatism did not improve according to the patient. She was able to read up close prior to surgery; however she is unable to now. Additional information was requested.